Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "rigid, did not have the normal pliability" (material rigid or stiff [iol (intraocular lens) implant]), "did not seem to roll properly as it went in" (difficult to insert [iol (intraocular lens) inplant]). A purchasing agent reported two intraocular lenses that had problems during surgery. He reported that the surgery was progressing uneventfully until it was time to prepare the iol. The first iol, as it was being placed in the cartridge, "was rigid and did not have the normal pliability". The surgeon decided not to use this iol. A second iol was opened and it too was "rigid than usual but seemed a little better as it advanced". As the iol unfolded in the eye, there was a crack in the lens at which time, scissors and forceps were used to remove the iol. During this process, the pt began to have bleeding within the eye, as well as, the subconjunctival area, requiring further treatment. A third iol was successfully implanted. The operating room supervisor reported the use of an unapproved cartridge/handpiece combination for the lens model. Additional info has been requested. There are two medical device reports associated with this event; this report is for the first iol.

Manufacturer narrative:
The product was returned for analysis. One haptic was broken-distal area (not returned). The other haptic was bent-distal area. The optic was pressed against the post of the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been one other similar complaint reported in the lot number, which is related to this report. Additional info was requested on 03/04/2010, 03/08/2010, and 03/29/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).